Manufacturer narrative:
The third-party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to a shorted diode, designator cr10, which did not allow the device to power on.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during use and would no longer power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during use and would no longer power on. There were no reports of patient use associated with the reported event.